Event description:
It was reported that the bd blunt fill needle was not passing through. The following was received by the initial reporter: the customer complains that the canula does not pass through.

Manufacturer narrative:
H6: investigation summary it was reported no liquid passed through the cannula. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution and the solution expelled with a normal flow. A device history record review was completed for provided material number 305211, lot 0302591. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined. H3 other text : see h10

Event description:
It was reported that the bd blunt fill needle was not passing through. The following was received by the initial reporter: the customer complains that the canula does not pass through.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.